Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements, up from 1153 ohms at implant to 1700 ohms in 2017 and greater than 2000 ohms in 2018. X-rays were provided, which appeared to show an area of separation within the lead. The x-rays were reviewed by engineering and it was determined that the rotation of the lead body in the image made it appear there was a gap in the area of the proximal coil. If there was a break in the lead in this area, we would expect to see anomalies in the shock impedance values and not the pacing impedances. Technical services provided troubleshooting steps to evaluate lead integrity with patient movements and posture changes, to see if noise or jumps in impedance measurements could be provoked. The local sales representative provided the troubleshooting steps to the health care professional (hcp), who reported that the patient would be seen in the clinic in july. No adverse patient effects were reported. The rv lead remains implanted and in service.